Event description:
One day after a coronary drug eluting stenting treatment procedure a possible hypersensitivity reaction and silent myocardial infarction with stent thrombosis occurred. The patient presented in 2004 with a syncopic event with severe angina immediately preceding the syncope. An EKG showed self-limiting rapid ventricular tachycardias. An angiography 5 days later found 1-vessel disease with subtotal stenosis of a left-posterolateral branch and severe to subtotal tandem stenosis of a marginal branch of the ramus circumflex. The initial lesion that was treated was located in the moderately tortuous, 90% stenosed lpla. The vessel diameter was reported as 3.0 mm. The vessel was pre-dilated with a 2.0 x 20 mm balloon. The physician implanted a taxus express2 8.8% 3.0 x 28 mm drug eluting stent. The stent was well positioned and well apposed. The stent was not post dilated. The patient was given plavix (8 tablets), "ass," simvastatin, bisoprolol, ramipriland terazosin pre procedure. Heparin and metoprolol were administered during the procedure. Plavix and asa were administered concomitantly and to be continued indefinitely post procedure. The following day, the patient had a pronounced, small-spot allergic skin rash, which receded very slowly over the course of the next day. Routine monitoring of the troponin and heart enzymes showed a clear fermentative increase in the sense of an enzymatic myocardial infarction without the patient complaining of symptoms. A second coronary angiography was planned in 4 days with an angioplasty of the remaining stenosis in the marginal branch. During the coronary angiography, complete occlusion of the stent in the lpla was seen and in the opinion of the physician, most probably of thrombotic origin. Intervention efforts were unsuccessful in the lpla. The angioplasty of the marginal branch took place without problems using a bare metal stent. The physician discussed a possible reaction to taxol, or the contrast agent or an allergic reaction to food ingredients. In the opinion of the physician, the thrombosis was related to the stent. The patient's condition is reported as good.